Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the wireless footswitch could not be used during a diagnostic procedure. The procedure was completed using the wired foot pedal. Per the information collected, the wireless connection between the base station and wireless footswitch was intermittently lost and the base station or footswitch remained in error mode the philips field service engineer (fse) inspected the system onsite and confirmed that the wireless foot pedal did not work. The fse replaced the wi-fi pedal. The footswitch was returned to use in good working order after the wi-fi pedal replaced the philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (z-0476-2022). The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the wireless foot pedal did not work. The system was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system and confirmed that the wireless footswitch was not working. Troubleshooting actions showed a problem with the wfs. The fse replaced the wireless footswitch and returned the system to use in good working order. Philips has continue to investigation of the complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.